Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level and is in hospital. Customer's blood glucose value was 309 mg/dl at the time of the incident and current blood glucose was 292 mg/dl. It was reported that the customer got gastroparesis and when that flare's up his blood sugar's and blood pressure flare's up. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with intravenous. Customer will not return device for analysis.